Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. The log files captured the start of backup battery faults on (B)(6) 2026 then at 18:18:14, it appeared that the driveline was disconnected and the system controller was replaced. Otherwise, the log file captured normal pump function until the backup battery fault occurred. It was communicated on (B)(6) 2026 that the reason the system controller was replaced was due to the patient not understanding why they were getting an 11v battery default battery alarm and so they decided to change their system controller to their backup system controller. The backup battery fault resolved with the system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.